Manufacturer narrative:
The patient¿s weight was requested but not yet provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was hospitalized for shortness of breath, elevated white blood cells (wbc). A blood culture was (B)(6) for e-coli. A culture from the driveline exit site was found to be 1+ coagulase-negative for (B)(6). Patient was placed on intravenous (IV) antibiotic treatment (ceftriazone) for 5 days. Additional information was requested but not yet received.

Manufacturer narrative:
Investigation summary: a specific cause for the reported driveline infection cannot be conclusively determined. The patient experienced generalized weakness, shortness of breath, and an elevated white blood cell count. Blood cultures were positive for e-coli and driveline cultures were found to be 1+ coagulase-negative staphylococcus. The patient was hospitalized for intravenous antibiotic treatment and then they were started on ceftriazone for 5 days. Multiple requests for additional information were sent to the customer. The relevant sections of the device history records (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The sealed outflow graft shipped on 01aug2017 under order (B)(4). The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.